Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015, before implementation of UDI in manufacturing.

Event description:
It was reported that while the anesthesia system was in use it displayed a high pressure. There was no patient harm. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The system was investigated by our field service engineer, and it was found that liquid had entered the system and damaged two printed circuit boards inside the system. The two printed circuit boards were replaced. The evaluation of the received system device logs shows that the system checkout was successfully performed before the event. One treatment period was performed before the actual treatment period in which the event occurred was started. It was performed without any alarms or issues. The treatment period in which the reported problem occurred was started and about 30 minutes after the start, alarms indicating airway pressure high, ventilation control error and vaporizer error, were generated. After the event, a new system checkout was performed which failed. The reported failure can be confirmed in the received device logs. Our conclusion based on the investigation performed by our field service engineer and the log evaluation is that the reported failure was caused by the liquid ingress in the system. We have not been able to determine how the liquid entered the system.